Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose and believes that insulin pump was causing low blood glucose. Customer reported that blood glucose was between 30 mg/dl and 300 mg/dl. Customer states that when manual injection and insulin pump was used, it usually caused a migraine. Customer stopped wearing insulin pump due to broken belt clip and low blood glucose. Customer reported that insulin pump would still cycle when in suspend. Customer was advised that insulin would not deliver when insulin pump was in suspend. Customer was not able to troubleshoot. Customer was called back in order to clarify how long customer was off of insulin pump and customer was heavily drugged and would call back.